Manufacturer narrative:
(B)(4). The lot was manufactured january 26, 2016 ¿ january 29, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked during storage. The device was filled with 975 mg of fluorouracil diluted with 0.9% sodium chloride. The total fill volume was 47 ml. There was no patient involvement. No additional information is available.